Event description:
It was reported to philips by a customer that the unit nav-ring defective. Based upon the information provided, the device was may have been in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians.

Manufacturer narrative:
The issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Therefore, this is not reportable event.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The manufacturer's field service engineer (fse) confirmed the navigational ring was defective and was found during preventative maintenance. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The fse replaced and installed the front bezel to resolve the reported issue. The unit passed required performance verification tests per philips standards and was returned to service.